Manufacturer narrative:
(B)(4).

Event description:
Follow up information indicated the patient is currently happy with distance vision correction in both eyes and there is no need for an enhancement at this time. Inflammation was noted to be resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with inflammation in the left eye two days post lasik procedure. Topical steroid eye drop dosage was increased. Additional information was received the same day indicating the patient was treated for distance in both eyes instead of monovision in the left eye. The reporter indicated the patient understood the plan to wait three months to recheck and possibly plan an enhancement to treat the left eye for near vision.

Manufacturer narrative:
Logfile review for the whole day was performed. It shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments on this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the system was operating within specification. The root cause could not be determined conclusively why the patient was treated for distance instead of monovision . The most likely root cause could be a communication error between the surgeon and the patient or the user forgot to enter the treatment plan as a monovision treatment for the patient for any reason. (B)(4).